Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps open femoral cat#: 183130, lot#: 850270, biomet cc cruciate tray cat#: 141234, lot#: j2662790 , vanguard ps tibial bearing at#: 183642, lot#: 428420 . Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 00310, 0001825034 - 2018 - 00311. Product location is unknown.

Event description:
It was reported that the patient was revised five years after total knee arthroplasty due to tibial and femoral loosening.

Manufacturer narrative:
Concomitant medical products: vanguard fem pegs set 2 catalog # 183099 lot # 080590; series a pat std 34 3 peg catalog # 184766 lot # 067830. Reporter had indicated that product will be returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays were provided and reviewed by a hcp. Review of the radiographs identified loosening and subsidence of femoral and tibial components on the later x-rays acquired before revision. Reported event was confirmed by review of x-rays provided.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.